Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution and rv lead implant status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system revision due to infection with infective endocarditis, however the implant status of this right ventricular (rv) defibrillation lead was not known at this time. The infection was attributed to persistent methicillin-resistant staphylococcus aureus (mrsa) from a wound on the left foot, and a transesophageal echocardiogram (tee) confirmed there was vegetation on the leads. No additional adverse patient effects were reported.